Manufacturer narrative:
The insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm, button/keypad unresponsive due to blank display. No moisture damaged keypads during visual inspection. No audio/beep anomaly noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 135 mg/dl at the time of the incident. The customer fell in the pool and their insulin pump started alarming. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.